Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 36 and 48 hours. No specific treatment information was provided.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.